Event description:
It was reported that symptoms that seem to be toxic anterior segment syndrome (tass) have occurred in an unknown number of patients. No further details were provided. Separate reports will be submitted for the other system components that were used on the patients.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided section d4: serial number lot#: unknown/not provided. Section d4: UDI #: a complete UDI # is unknown as device serial number was not provided. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. Section d6a - implant date: not applicable. Product is not an implantable device. Section d6b - explant date: not applicable. Product is not an implantable device; therefore, not explanted. Section e1 - telephone number: +81 03-3588-1111. Section h3 - other (81): the device was not evaluated therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.